Manufacturer narrative:
Sample collection information was not provided by the customer. The customer centrifuges samples for 15 minutes at 3000g at room temperature. Per the customer supplied qc charts, the (B)(6) has been within the customer's established ranges. Per the customer supplied documentation, routine system checks were performed on (B)(6) 2011. (B)(6). Bec customer product line support (cpls) testing of the patient's sample produced a (B)(6). Heterophile testing performed on the sample did not detect any interference. The patient's sample was also sent for testing on another methodology which also produced a reactive result, confirming the results generated by the access instrument. A root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a reproducible (B)(6) for one (1) patient that was generated by an access immunoassay analyzer, used in conjunction with (B)(6) reagent (lot 094365). The reactive result was discordant with the "negative" result generated by an alternate methodology. The reactive result was not reported out of the lab. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.